Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous hypotube kinks throughout the device with a complete separation 46.4cm distal of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Blood and contrast were present in the inflation lumen and blood was present in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported separated shaft as the hypotube was kinked and then separated due to kink.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. During an attempt to inflate the 3.00mm x 20mm nc emerge balloon, blood was noted in the hub and the balloon was pulled out on the wire in two pieces. The procedure was completed with a non-bsc device. No patient complications were reported.